Manufacturer narrative:
Additional information d9, h3, h6, h10 : h10: the device was received for evaluation. During functional testing, 'had an issue: white screen' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display (lcd) being unreadable and having colored lines. The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had white screen during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.